Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server via securelink, checked the affected visit ID: (B)(6), and order ID: (B)(4), and noted that the patient had already been discharged and the order had been discontinued; the tss reviewed server messages and confirmed that orders were currently crossing over, assessed that the issue where the medication was not visible and could not be overridden initially but worked later was likely due to a transient communication or network issue, advised that real-time investigation would be required if the issue recurred, and after confirmation from the customer that the issue was resolved and no longer occurring, the case was closed. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication was not available in pyxis. The respiratory therapist (rt) was with a witness and was unable to see any medications under the patient's chart and was also unable to override the medication. However, the rt was later able to override the medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.